Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Recommended asr revision - right hip. Asr xl acetabular system. On 9/1 - update from (B)(6) spreadsheet dated (B)(6) 2011. Added revision surgeon and hospital changed reason for revision.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint recommended asr revision - right hip. Asr xl acetabular system 9/1 - update from crawfords spreadsheet dated (B)(6) 2011. Added revision surgeon and hospital changed reason for revision the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.